Event description:
A customer reported a system message displayed causing the system to lock during a procedure. This event resulted in a significant delay in surgery. The surgeon was able to complete the procedure manually with no impact to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).